Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 570 mg/dl. Customer never received a no delivery alarm and their reservoir was empty. Customer thinks that they did not receive any insulin. Customer felt nauseous and had a trace of ketones. Customer contacted their health care professional for their high blood glucose levels. Customer has treated with a manual injection. Customer's blood glucose level was 575 mg/dl by the time she got to the emergency room. Customer was vomiting and had ketones in her urine. Customer was given 2 bags of IV fluids. Customer was released when her blood glucose level was at 245 mg/dl. Troubleshooting was performed and pump passed priming and high pressure tests. Customer stated that she changed her reservoir before she went to bed but when she woke up, her blood glucose level was 570 mg/dl. Customer stated that there were still 100 units of insulin left in the reservoir. No further assistance needed.

Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" alarm or unexpected lo reservoir alarm noted. Unit had cracked reservoir tube lip.